Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced low blood glucose of 47 mg/dl. Customers blood glucose at time of incident was 292 mg/dl. Customers current blood glucose was 240 mg/dl customer reports insulin exited at the quick release. Customer also reported that air bubbles in reservoir which is of champagne size. Customer reported symptoms related to low blood glucose such as headache. The customer was treated the insulin pump and glucose. The insulin pump will not be returned for analysis.